Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) most likely due to a microperforation. The patient experience pain and deep breath. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.